Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. However, the clinical representative provided the patient with the incorrect size wearable, causing the reported issue. The stimulator is used to treat pain. The cause of the reported issue is due to an incorrectly sized wearable (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, CAPA is not required. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable did not fit and as a result, left a sore and a rash from the velcro. Antibiotics were not prescribed, the rash has resolved and a replacement wearable was provided to the patient.